Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during laparoscopic liver resection, the stapler was unable to fire while being applied on liver. The surgeon was able to press the green button but unable to squeeze the handle. The handle was locked and pins in device were broke when surgeon clamped down on tissue and staple load. Patient outcome was asked but unknown.

Manufacturer narrative:
Correction: evaluation summary post market vigilance (pmv) led an evaluation of one device. The product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. Without the physical product, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.